Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided.

Event description:
It was reported that the internal canal of the implant was stripped. Implant was removed using implant removal tools. Procedure was completed using another device. Tooth #19.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
An osseotite® tapered certain® implant 5 x 11.5mm (xifnt511) was returned for investigation, see attached images a001 and a002 in the complaint. Visual inspection of the as returned product identified a stuck removal tool inside the implant. Functional testing was performed for the returned product and the removal tool is stuck inside the implant and can not be removed due to the internal threads damaged. Malfunction. Pre-existing condition noted on the per is bruxism however does not contribute to the complaint. The reported device tooth location and length of usage is unknown. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (2019011569). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2019011569) for similar event and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed. The following sections have been updated: b4: date of this report g4: date received by manufacturer g7: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative.